Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the fill estimate was inaccurate after filling the cartridge with 200 units. The customer's blood glucose (bg) level was almost 300 (mg/dl). A bolus was delivered to address bg level. Reportedly, the insulin gauge was displayed 105 units after an initial fill estimate of 60+. The customer stated they may have forgotten how much insulin the cartridge was filled with leading the customer to believe the fill estimate was wrong. Reportedly the customer would continue to use the pump for insulin therapy.